Event description:
It was reported that during testing conducted at the manufacturer facility the cordless driver 3 was overheating. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Event description:
It was reported that during testing conducted at the manufacturer facility the cordless driver 3 was overheating. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Manufacturer narrative:
The reported event was confirmed during evaluation of the device. Upon visual inspection, the device was found to have a damaged bearing, which is the probable cause of the reported event. The device was repaired and returned to the user facility.